Event description:
The manufacturer received information alleging a thermal event occurred to a philips CPAP/bipap device. The user alleges the device caught on fire and "the patient was burnt." There was no report of serious patient harm or injury. There was no report of medical intervention. Attempts to obtain the device being used and more information have been unsuccessful. The manufacturer has not received the device for investigation. Despite multiple requests, no device has been returned. If further information becomes available, an additional report will be filed. The manufacturer concludes no further action is needed at this time.

Manufacturer narrative:
Not returned to manufacturer.